Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic after the device was found in back- up mode. A software download was successful. The next day, the device could not be interrogated. The device was ventricular pacing at 70 ppm. The patient was scheduled for a device replacement.